Event description:
It was reported that a catheter placed in 04 was removed due to poor flow rates. The second catheter also had poor flow rates and was removed and replaced about a month later. A venogram six days later showed a 4cm piece of peel-away sheath on the svc. Unknown which peel-away sheath on the svc. Unk which procedure it came from. The piece of sheath was removed same day with no injury to the pt. No sample is available.